Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on (B)(4) 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has attempted to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a manual reset to factory settings. A delivery accuracy test was performed and passed. The pump was found to deliver accurately within specifications. The pump was exercised for 24 hours with no errors, alarms, or warnings observed. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.